Manufacturer narrative:
Device evaluated by MFR.: the wire returned inside the delivery sheath and the filter bag came back in undeployed state. The sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Additionally, the spring tip and the wire was bent and stretched. Based on the evidence, the reported allegations of 'filterwire damaged/defective' was confirmed, due the device condition.

Event description:
It was reported that the filter body ruptured. The target lesion was located in the carotid artery. A 190 cm filter wire was selected for use. Prior to the procedure, the filter body ruptured while the device was being prepared. The procedure was completed with another device of the same device. There were no patient complications reported. It was further reported that when the filter was recaptured into the sheath, it felt stuck and blocked. Upon inspection, it was found that the filter was slightly ruptured.

Event description:
It was reported that the filter body ruptured. The target lesion was located in the carotid artery. A 190 cm filter wire was selected for use. Prior to the procedure, the filter body ruptured while the device was being prepared. The procedure was completed with another device of the same device. There were no patient complications reported. It was further reported that when the filter was recaptured into the sheath, it felt stuck and blocked. Upon inspection, it was found that the filter was slightly ruptured.

Event description:
It was reported that the filter body ruptured. The target lesion was located in the carotid artery. A 190 cm filter wire was selected for use. Prior to the procedure, the filter body ruptured while the device was being prepared. The procedure was completed with another device of the same device. There were no patient complications reported.

Manufacturer narrative:
Updated device evaluated by MFR: the wire returned inside the delivery sheath and the filter bag came back in undeployed state. The sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath. Based on the evidence, the reported allegations of 'filterwire damaged/defective' was confirmed, due the device condition.

Event description:
It was reported that the filter body ruptured. The target lesion was located in the carotid artery. A 190 cm filter wire was selected for use. Prior to the procedure, the filter body ruptured while the device was being prepared. The procedure was completed with another device of the same device. There were no patient complications reported. It was further reported that when the filter was recaptured into the sheath, it felt stuck and blocked. Upon inspection, it was found that the filter was slightly ruptured.